Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 30mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray show a fractured sense a cable approximately 30mm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a product advisory. No additional adverse patient effects were reported. A new electrode was successfully implanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a product advisory. No additional adverse patient effects were reported. A new electrode was successfully implanted.